Manufacturer narrative:
H.6. Results code 1: 213: a review pof the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
According to the gore(r) excluder(r) aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to "endoleaks."

Event description:
On (B)(6) 2016, the patient underwent treatment for continuous dissection of the abdominal aorta, and development of an infrarenal abdominal aortic aneurysm measuring 6.2cm and was implanted with gore(r) excluder(r) aaa endoprostheses featuring c3(r) delivery system. Additionally, a wallstent was placed within the left external iliac artery outside the area of aneurysmal degeneration; and a bare metal stent was placed in the distal left external iliac artery to ensure flow from a dissection flap. This same day the patient was reported to have been converted to open repair for treatment of a continuous dissection of the abdominal aorta. The devices remained implanted. The patient tolerated the procedure and was discharged on (B)(6) 2016. On (B)(6) 2020 a type ii endoleak was discovered and treated by means of coil embolization.